Event description:
It was reported that the esophageal probe was reading as 38c, oral and axillary readings were in 35c range on the arctic sun device. They were getting low flow and earlier had switched to a foley probe but they weren't getting readings. Vent warmer was in use. Ms&s explained how this could cause and inaccurate temperature reading with esophageal probe and also discussed about temperature outlets and told to ensure that if they were trying to connect foley probe to device earlier that it was in temperature 1 outlet or arctic sun device could not run. Flow was now good so they might have had a kink that they fixed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the esophageal probe reads at 38c, oral and axillary readings were at 35c range of the arctic sun device. They received low flow and earlier, it was switched to a foley probe, but they would not get the readings. The vent warmer was in use. Ms&s explained how this could cause an inaccurate temperature reading with the esophageal probe and also discussed the temperature outlets and told to ensure whether they were trying to connect the foley probe to the device earlier that it was in temperature 1 outlet. The flow was good, they had a kink and were fixed it.